Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error and also had scratch on insulin pump. Customer reports they received a critical pump error image on the insulin pump screen. Customer¿s current blood glucose was about 120mg/dl. Customer states when she removed the battery it was corroded. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to confirm critical pump error alarm due to blank display.